Manufacturer narrative:
Additional information was needed from the customer in order to determine if a reportable event had occurred or not. The information regarding the situation was not available until 12/13/07. Exact not known at this time.

Event description:
Reportedly, the image went out during a procedure. There were no injuries to the patient reported. This is being reported in an abundance of caution.